Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to unspecified lens damage. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of the same model number was implanted successfully. Additional information has been requested. Please reference MDR#: 1119279-2013-00352 for the delivery device used during the event.

Manufacturer narrative:
The lens was discarded by the user facility, therefore will not be returned to b+l for evaluation. Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.